Event description:
International customer reported that a patient presented with a surgical site abscess approximately one month following a ventral hernia repair with mesh implant. The patient was returned to surgery and the device explanted.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.